Manufacturer narrative:
In the initial report (B)(4), the explantation date was erroneously omitted and has been corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: illness, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old race female patient underwent a primary breast augmentation with mentor memorygel breast implant 350cc (left) and mentor memorygel breast implant 400cc (right) and experienced breast pain, tenderness, gastrointestinal issues such as heartburn, reflux, and extreme bloating, numbness and tingling in hands, arms, and fingers, rapid increase in hormone levels, panic and anxiety attacks, racing heart, and allergic reactions post operatively. It was also reported the patient experienced a rupture one the left side post-operatively. As a result, the patient will undergo explantation on (B)(6) 2019. The explantation will be unilateral for the ruptured device. This report is for the right side implant.